Event description:
It was reported by dealer that the tires are worn and thread is showing on the tire (m91 power chair). Dealer is not aware of the year of the chair, just that it is a m91. No other information provided.